Event description:
The lay user/reporter called lifescan on march 4, 2008 on behalf of the lay user/patient and alleged that her one touch ultramini meter was giving her inaccurate low results. The medical affairs specialist listened to the recorded call, as the reporter or patient could not be contacted by phone to obtain additional information. According to the reporter, the reported issue stared about a week before 2008. The patient was getting blood glucose results around 200 mg/dl to 300 mg/dl during that week. She was administering novalog based on the meter readings. On the same day, the patient was feeling some diabetic symptoms she went to the emergency room for assistance. The patient reported blood glucose results of 290mg/dl with a lfs meter and 700 mg/dl on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than 20%. She was treated with a novalog injection and insulin drip at the emergency room. She was hospitalized for two days. The customer service agent (csa) verified that the patient was using correct technique to test and to clean the sample area, the sample was drawn from an approved source, unit of measurement was set correctly, the meter was coded properly and the patient was reading the meter right side up. The csa verified that the patient through control solution test and the results fell within the range. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the reporter claimed of the patient receiving inaccurate low blood glucose results on the reported lfs products and later, received a blood glucose result of 700 mg/dl and was treated with insulin at the emergency room.